Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The battery was inspected and no residue or substrate was found on the leads. No damage was noted to the battery. The battery was seated on a pmv charger and displayed a blinking yellow light before turning to a solid green light. The subject idrive battery pack was loaded into a pmv representative idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. The handle was paired with a pmv adapter and loading unit was able to be applied to test media with proper transection and stapling. The returned sample as received was found to meet quality release specifications after application in a clinical setting. The reported condition was not confirmed. The event did not meet the regulatory reporting criteria. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, the device stopped working during the open/close check of the reload. The device powered off. The battery was replaced, and the device subsequently worked. No injury or adverse event was reported.

Manufacturer narrative:
(B)(4). Device (B)(4) has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.